Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed by the distributor. Upon investigation the electrode belt failed a pulse test. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink was pulled off of the pulse wires in the distribution node. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned to the distributor for an unrelated reason. Upon investigation, a reportable malfunction was found. The electrode belt failed functional testing.